Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2011 during which the surgeon noted significant laxity of the mesh, so that it went up into the hernia defect, which was in the center of the mesh. The mesh was pulled tight and new tacks were placed. This straightened out the eventration in the center of the mesh, repairing the defect. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2014. It was reported that the patient experienced severe pain, inflammation, bulging, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 11/10/2020.

Manufacturer narrative:
Date sent to FDA: 6/26/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.